Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Additional information; (B)(4). ` reason for reoperation: rupture.

Event description:
Patient reported right side "rupture confirmation completed." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Additional information; (B)(4). Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture confirmation completed." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. "Device evaluation: visual analysis of the photographs identified a device appear to be opening with lot number 2651513 in the patch. Labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported right side "rupture confirmation completed." Device has been explanted.